Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6 as reported, a 120cm outback elite re-entry catheter was successfully used; however, while removing the device, the distal end of the device broke off at the bifurcation of the aorta. The physician was able to retrieve the broken piece with an 0.014 non-cordis wire and a non-cordis catheter. There was no adverse event that was associated with the use of the device. The device was prepared and specified by the instructions for use (IFU). There was no damage noted to the device prior to use. All specified ports were flushed during prep. The ports were flushed, followed by a 30 second pause then flushed again. The cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. During prep, the cannula/needle was able to actuate smoothly. The catheter was not coiled at any point during insertion. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty retracting the cannula back into the catheter. The device had some difficulty advancing over the wire and advancing towards the lesion, slightly because of having to get over the aortic bifurcation. The patient had bilateral iliac stents. Proper orientation was confirmed under fluoro prior to actuation of the cannula. The user did not encounter resistance while torqueing the device. The user held onto the luer hub assembly located in front of the black handle while torqueing the device. The tip was not stuck in the lesion while the device was being torqued. No difficulty/resistance was noted while actuating the cannula. A non-sterile product of ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. The unit presented with a separation condition located at 2.5 cm from the distal tip. It is separated in two pieces, and both were returned for analysis. The cannula is intact and does not present any damage. No other outstanding details were noticed on the returned product. Note: the outback elite catheters are packaged with the cannula deployed. Sem results showed that the separated area of the body/shaft from the outback elite 120 cm re-entry unit presented evidence of elongations. Also, plastic deformation and ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformation observed on the braid wires, are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. Previously, three pictures were received for picture analysis. Per visual analysis of the attached pictures, an outback elite 120cm re-entry unit and an angiography were observed. The handle of the unit was observed covered in blood residues. The distal tip of the unit was observed separated and covered in blood residues. The angiography on the picture cannot be seen clearly. No other anomalies were observed. A product history record (phr) review of lot 18005695 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors likely contributed to the catheter tip/distal tip separation as evidenced by the elongations, plastic deformation and ductile dimples found during sem analysis that is commonly caused by material tensile overload. Therefore, it is likely that the material of the device was induced to a tensile force that exceeded the body/shaft¿s material yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ additionally, the IFU reports ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18005695 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 120cm outback elite re-entry catheter was successfully used; however, while removing the device, the distal end of the device broke off at the bifurcation of the aorta. The physician was able to retrieve the broken piece with an .014 non-cordis wire and a non-cordis catheter. There was no adverse event that was associated with the use of the device. The device was prepared and specified by the instructions for use (IFU). There was no damage noted to the device prior to use. All specified ports were flushed during prep. The ports were flushed, followed by a 30sec pause then flushed again. The cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. During prep, the cannula/needle was able to actuate smoothly. The catheter was not coiled at any point during insertion. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was no difficulty retracting the cannula back into the catheter. The device had some difficulty advancing over the wire and advancing towards the lesion, slightly because of having to get over the aortic bifurcation. The patient had bilateral iliac stents. Proper orientation was confirmed under fluoro prior to actuation of the cannula. The user did not encounter resistance while torquing the device. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while the device was being torqued. No difficulty/resistance was noted while actuating the cannula. The device will not returned for evaluation. The device will not be returned for evaluation.